Event description:
Customer reported that he had to go seek medical treatment due to skin irritation. Customer stated that either he was reacting to the adhesive patch or the infusion set cannula. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.